Event description:
It was reported that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.